Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited pacing inhibition. Surgical intervention was taken to explant and replace the lead. At this time, this device remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this right ventricular (rv) lead was tested with a pacing system analyzer (psa) at the revision procedure and exhibited elevated pacing threshold measurements. It was also noted that the lead helix would not extend during the procedure, so a new lead was placed. No additional adverse patient effects were reported.